Event description:
(B)(6) performed a total knee replacement using the exactech optetrak knee sys. This implant, whether due to surgical error or implant performance, has been a very painful disaster for my husband, (B)(6). He has had nothing but pain, causing him to have to take add'l high potency pain killers ever since the surgery. His mobility is very limited and the knee remains swollen and very sensitive to touch. We have consulted with other drs who have indicated that there is nothing that can be done except another knee replacement. They indicated that the joint was too loose and sloppy, which meant it could "pop out" at any time unexpectedly. Following the surgery, within a week or so, the surgeon arranged for home physical therapy and then, later, out pt physical therapy through local hosp. This was throughout 2009. The facility was (B)(6).